Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported failure to advance and difficulty removing the device appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a left circumflex artery with moderate calcification. A 5.0 x 08 mm nc trek balloon dilatation catheter (bdc) could not cross the target lesion due to anatomical challenges. Then resistance met with the anatomy during removal of the bdc. The bdc was ultimately removed and the procedure continued. The target lesion was successfully treated with an unspecified device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.